Event description:
Medtronic received information that during use of an autolog washkit, it was reported that the device had a leak from the bowl. An unplanned transfusion was not required because of the issue. An error warning message did not appear. There were no visual, audible or performance abnormalities. The bowl or tubing was not re-seated/reinstalled/replaced. Blood was not discarded because of the issue. No damage was noted on either the instrument or the disposable. The device was replaced to complete the procedure. There was no adverse patient effect reported with this event. Medtronic received additional information that there was a loss of blood. There was a crack detected after use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.